Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported patient with epithelial defect at lasik post-operative visit. Additional details indicated patient also complained of dry eye, pain, blurry vision, and double vision. Additional information has been requested. This report references the right eye. An additional report will be filed for the left eye.